Manufacturer narrative:
Additional informations have been to asked to the hospital for investigation.

Event description:
The case concerns a patient with a ventriculoperitoneal csf shunt for hydrocephalus secondary to a tumor in the pineal region. A deprogrammation of polaris valve spva occured after an MRI performed on (B)(6) 2024. The concsiousness level of the patient decreased the next day on (B)(6) 2024. The valve has been reprogramed by the hospital after confirming the valve deprograming. The following day, the patient regained consciousness, and a new follow-up brain CT showed that the size of the ventricular system had returned to normal.